Manufacturer narrative:
Literature citation: akbik os, aoun sg, adogwa o, bagley ca, al tamimi m. Open paddle lead trial for spinal cord stimulation: an institutional experience. Pain physician. 2022;25(1):e37-e42 literature abstract: we present our experience with open paddle trial for spinal cord stimulation and review the characteristics of this patient population as well as the technique and efficacy of an open paddle lead trial for spinal cord stimulation. The authors concluded that patients, who have either failed or are deemed suboptimal for percutaneous trialing for spinal cord stimulation, should be considered for open paddle lead trialing. A multidisciplinary approach improves communication and helps to identify that subset of patients who otherwise may be left to pursue conservative measures only. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an (B)(6) female failed back surgery syndrome (fbss) patient experienced decreasing efficacy with their system at their 72 month follow-up and had their system removed as a result. It was noted the patient¿s initial spinal cord stimulation (scs) trial resulted in a >60% pain reduction and was deemed a positive outcome. No further complications were reported or anticipated.